Event description:
Resident was placed in a wheelchair with a safety belt. The resident stood up and the belt buckle did not hold, gave way and the resident fell to the floor. This resulted in a right femoral neck impaction fracture.